Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and found it to function within manufacturer's specifications. Based on the log review, the anesthesia control board was replaced and the unit was returned to service.

Event description:
The hospital reported that, during a case, the screen blanked out and the ventilator ceased to ventilate. The clinician switched to manual mode and replaced the anesthesia machine. There was no reported patient injury.